Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator was displaying an o2 sensor error alarm, causing calibration to fail. The ventilator was not in use on a patient at the time of the event. The customer's service engineer inspected the device and verified the 02 sensor needs to be replaced. Medtronic/covidien was not authorized to repair the device.